Event description:
It was reported that during the implant attempt, there was a connector issue with the device. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was returned, analyzed, and no anomalies were noted. However, it was noted that the setscrew was loose/detached. During preliminary analysis, an anomaly was found where the atrial setscrew was sideways. (B)(4).